Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Investigation summary: bd received one sample and evaluated two photos for investigation. The evaluation of the sample and photos confirmed the reported defect, showing that the label on the tube was placed incorrectly and is skewed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: label flaw. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® edta 2k, there was one (1) tube with a misaligned label causing the fill line position to be incorrect. No adverse impact was reported regarding the patient or user.